Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." Device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer went to the emergency room (ER) and was subsequently hospitalized for a blood glucose (bg) of over 500 mg/dl. The customer administered a manual injection prior to going to the ER to address bg, and was treated with intravenous fluids of saline and insulin while in the hospital. Customer was discharged 2 days later, 06/18/2024 with the issue resolved and no permanent damage.